Manufacturer narrative:
A product investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review, dimensional inspection and drawing review were performed at cq for the returned devices as part of this investigation. This complaint is confirmed. Visual inspection revealed numerous areas of post manufacturing damage. Scratches and scrapes exist on the top of the distal portion of the device and a deep v shaped gouge (material/fragment missing) exists on the distal edge of the device. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The thickness of the retractor was measured at cq and ranged within specification. Unable to determine a root cause. Most likely due to cumulative wear and rough handling. No new, unique or different patient harms were identified as a result of this evaluation. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number 9885392. Supplier lot # 9885392. Manufacturing location: (B)(4); supplier: (B)(4). Date of manufacture: 30 sep 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Other UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aluminum hohmann retractor 24mm and an aluminum hohmann retractor 35mm are falling apart (chipped or splintering) after a month of use. This was discovered in sterile processing. There was no patient involvement. This complaint has 2 devices. This report is 2 of 2 for (B)(4).